Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her child's infusion set's tubing got detached at the tubing connector. The site location was patient's left hip, and the pump was in the left pocket. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.